Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder stabilisation surgery the device did not hold. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3638-1 serial/batch number (B)(6) was received for investigation. Functional testing was not performed as it does not apply to this device. Upon visual inspection, the returned inserter device exhibited no defects. However, the failure is likely due to the missing anchor in the returned device. The devices were received with broken sutures. An evaluation of the sutures revealed fraying, and the received anchor appeared damaged, indicating the suture system was broken. The reported failure is most likely due to improper bone preparation, misaligned insertion, and incorrect adherence to the device's surgical technique: a slow, steady pull is recommended to allow the anchor to deploy properly. A fast, aggressive pull could lead to improperly setting the anchor.